Event description:
Pt enrolled into the (B) (6) trial. The pt had a right internal carotid artery stent placed on (B) (6) 2009, and was discharged from the hosp on (B) (6) 2009. The pt returned on (B) (6) 2009, with headaches and was found to have an expanded intracerebral hemorrhage which resulted in brain stem compression. The pt expired on (B) (6) 2009. Please reference MDR 2183870-2010-00086 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event. Review of this (B) (6) study event by the clinical event committee (cec) board review found it to be related to the index procedure, but not the devices used.